Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2026, and suture was used. It was reported that it was found that there had been foreign matter (bug) immediately once opened the package when preparing for surgery. Changed another one to complete the surgery. There is no report on patient's injury. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2026 d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received eleven unopened samples pertain to the product code vcpb1840d. In addition, photo was provided and it shows five opened samples of different product codes, however, the received samples are all unopened. A visual inspection was performed on the returned samples, no defects were found on the packages. The packets were opened, and no foreign matter or anomalies were observed during evaluation. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances a manufacturing record evaluation was performed for the device lot s26020047, and no non-conformances were identified. Additional information was requested, and the following was obtained: is it possible that the foreign material fell into packaging upon opening of device? ¿ was the suture seals on the foil still intact when the package was opened? Where was the hole, puncture, or tear found? (Kit carton, pre-filled syringe packaging, or tip packaging) --received information as following from sales rep. Please refer to the event description, other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.